Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead, the lead was initially placed and then dislodged during implant of another lead, when the physician attempted to reposition the lead the helix would not extend. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the lead was returned with the helix fully retracted. The helix could be extended, and retracted, and turns within specification. If information is provided in the future, a supplemental report will be issued.